Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse tested the unit and it was confirmed the unit was completely out of sound. The fse replaced the speaker to resolve the issue. No further investigation or action is warranted at this time. E1; (B)(6).

Event description:
It was reported that the loudspeaker was defective and needed to be replaced. The device was in use at time of event, there was no adverse event reported.